Event description:
The baxter's field service engineer reported a colleague infusion pump with an occlusion problem. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated.

Event description:
This condition may have been a false occlusion alarm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
The reported condition of occlusion problem was confirmed but not duplicated. The reported condition is due to a faulty pump head module assembly caused downstream occlusion problem. The pump head module assembly was replaced to correct the reported condition. (B)(4).